Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture and clear surgical residue on the lens. Visual inspection found no visible damage and foreign residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, - 9.50/+2.0/169 (sphere/cylinder/axis) in the patients right eye (od), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved.